Manufacturer narrative:
Article citation: goode et al. Complications, revision fusions, re-admissions and utilization over a one-year period following bone morphogenetic protein use during primary cervical spine fusions. The spine journal (2014), doi: 10.1016/j.spinee.2013.11.042. Implant date:2002-2009. Pts age: average age 50.0 yrs (sd 8.1). Pts gender: 946 females, 731 males. Implant datea: 2002-2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the thompson reuters marketscan commercial claims and encounters database was analyzed for patients undergoing a primary cervical spine (c2-c7) fusion between 2002 to year 2009. These analyses consist of 61,937 patients with one-year continuous insurance enrollment following a primary (c2-c7) cervical spine fusion. The majority of fusions utilized an anterior approach (92.8%, n=57,484) with a smaller proportion of posterior (5.2%, n=3,209) and circumferential (2.0%, n=1 ,244) approaches. Bmp was used in 1,677 patients. Of the bmp patients, 1,479 underwent an anterior approach procedure, 138 underwent a posterior approach procedure, and 60 underwent a circumferential procedure. Indications for surgery were degenerative disk disease for 1,229 patients and other conditions for 448 patients. 16 patients required speech therapy within one year post-op.